Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient presented with left knee instability and patellar crepitus with symptoms of pain, swelling, adhesions, scarring, difficulty walking, flexion instability. The patient underwent a left knee revision surgery to replace the poly liner and perform a synovectomy.

Event description:
It was reported that a left knee revision surgery was performed because a lump developed on the anterior side just below the knee cap.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.